Manufacturer narrative:
The product packaging subject to this complaint was returned for evaluation. It was visually confirmed that the packaging showed signs of damage. The root cause is determined to be brittle packaging. An alternative packaging material has been implemented to address this issue.

Event description:
It was reported that the blade packaging was not opening correctly, potentially compromising the sterility of the product. No adverse consequences were reported.